Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving an alert. Patient received multiple shocks days prior. Low hv impedance observed.